Manufacturer narrative:
72404127, 762460005, control pump fgs iz. 72400024, 765216014, balloon fgs 61-70 cm.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence 18 years after implant. Cuff and pump removed. Pbr left in. New ams 800 with all components implanted . Patient also had an invance sling earlier. Additional information was received. The patient level of incontinence was better. The cause of recurring incontinence is atrophy. The physician does not believe device caused incontinence.